Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock, section: table 3.2 impella catheter components. ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ section: warnings & cautions: warnings: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
The complainant reported a patient was on impella 5.5 for mechanical circulatory support. Originally the patient was admitted to an outside hospital with intent to place an impella cp, but was found to have triple vessel disease. Two days after the pump was implanted, the patient coded overnight and required two rounds of cardiopulmonary resuscitation. Dissection was found to the bilateral lower lobes via computed tomography. Creatinine was elevated while urinary output decreased, and the patient was started on continuous veno-venous hemofiltration. The patient was found to be septic and was treated with antibiotics. The patient was placed on veno-arterial extracorporeal membrane oxygenation and then veno-venous extracorporeal membrane oxygenation after completion of a fasciotomy. The ventricular tachycardia (vt) did not respond to lidocaine, amiodarone, nor defibrillation at 360j, resulting in decreasing filling pressure and suction alarms. The patient was treated with albumin, packed red blood cells, and platelets. Long vt run and possible suction alarms were noted. Monomorphic vt continued the next day, along with a change in the patients status. The family withdrew support and the patient expired.

Manufacturer narrative:
H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. The pump was not returned for investigation. Clinical details indicate that on (B)(6) 2025, there was discussion of balancing flows and possible suction alarms with the left support higher than the right. On (B)(6) 2025, the patient experienced decreasing filling pressures and a suction alarm following unsuccessful defibrillation for ventricular tachycardia. The patient was treated with albumin, prbcs, and platelets. Data logs were reviewed and suction alarms were confirmed on (B)(6) 2025 between 10 and 11 am while running on p-level 8, with a decreasing trend in pump flow and no major trend on the placement signal. There was also a non-reported suction instance on (B)(6) 2025. A motor current spike was reported on (B)(6) 2025 without impacting any of the pump's performance, and this instance was not reported. No positioning issue was reported during the case run. As clinical details mention, the patient was on crrt and bivad support, which had some difficulty in balancing flows, with the left support currently higher than the right and possible suction alarms noted. The suction events were most likely related to patient condition and the complexity of managing concurrent bivad support, based on clinical details and data log review. The cause of the tachycardia, sepsis and renal failure were unable to be determined due to insufficient clinical details.